Event description:
It was reported that a prosa shuntsystem (#fv770t) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the prosa were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: both valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances at both valves. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there are visible deposits in all three components. These deposits did not affect the technical properties at the time of the investigation. At the time of the examination, it was not clear to us how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system[?]depending on its location, quantity, and consistency[?]leads to a deterioration in performance. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.